Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent deployed in unintended site. Device issue: stent dislodgement. It was reported that the target lesion was the cx. During the attempt to advance the 2.5 x 12 mm promus stent delivery system (sds) in the lesion, the stent dislodged in the proximal cx. The sds was removed from the patient and another company's 3.0 x 15 mm balloon and deployed the proximal portion of the stent; however, the distal portion remained under deployed. Another company's 2.5 x 15mm balloon was then advanced to deploy the distal portion of the promus stent. A second 2.5 x 12 mm promus stent was then successfully placed distal to the first stent. The patient was reported to have good flow with no complications. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Potential causes for stent dislodgement may include improper or inadequate crimping at the time of manufacture, handling of the stent during preparation for use, or interaction of the stent with the lesion. In this case, it s likely that the multiple attempts to advance the sds resulted in an interaction of the stent with the lesion and anatomy that may have contributed to the reported stent dislodgement. Although a conclusive root cause for the reported failure to advance and stent dislodgement cannot be determined, there does not appear to be an indication of a quality issue.